Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No numbers ramping up noted. The device passed the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. It also had a scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the numbers kept scrolling during a bolus attempt. The customer changed the battery and the insulin pump alarmed button error and the alarm could not be cleared as none of the buttons would respond. The blood glucose at the time of the incident was 317 mg/dl; treated with manual injections. The device was returned for analysis.